Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed shock impedances of greater than 125 ohms. All other lead measurements were reported to have been stable. The system will continue to be monitored. There were no adverse patient effects reported. The system remains in service.